Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 100% instent restenosed and calcified target lesion was located in the moderately tortuous right common iliac artery. A 0.035 inch non bsc guide wire was used to advance to the target lesion and a 6.0-40, 80 wanda balloon catheter was used to dilate the lesion. On the first inflation, the balloon ruptured at 10 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).